Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). The apex monorail 15mm x 3.50mm was advanced and inflated to 6 atms for 5 - 10 seconds to predilate the target lesion when it was noted that blood came into the unspecified inflation device. The balloon catheter was removed intact and examination confirmed that a balloon rupture had occurred. The procedure was completed with a different device. There were no patient complications or injury reported. The patient status is listed as 'good'.

Event description:
Caller states neonate patient received result of 48 mg/dl on the aviva system and 34 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.